Manufacturer narrative:
The beckman field service engineer (fse) indicated that the reagent probe b vacuum valve did not open. The fse replaced the reagent probe b vacuum valve to resolve the issue. Instrument resumed operation. (B)(4).

Event description:
The customer reported while changing reagent, noticed of an unknown fluid on the top and bottom of reagent carousel on their unicel dxc 600i synchron access clinical system. The customer stated the bubbly fluid in the trays of the reagent probe was contained within the instrument. The customer wore gloves and lab coat while troubleshooting. No one was injured or exposed to this fluid. No erroneous results were generated.